Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in the intrinsic complexes. The patient was exercising at the time of the events. The sensing vector was set to the primary vector. Technical services advised some testing options. The clinic had the patient do a treadmill test. The sensing vector has now been reprogrammed to the alternate sensing vector. There were no additional adverse patient effects. The system remains implanted.